Manufacturer narrative:
Findings: unit received with motion sensor test failure alarm during rewind due to encoder out of phase. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 72 mg/dl. Customer stated the alarm received was motion sensor test failure. The customer stated the pump was stuck in a rewind loop. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.